Manufacturer narrative:
This report will be updated when investigation has been completed. Trends will be evaluated.

Event description:
Allegedly, a patient was revised due to fractured cocr modular neck.